Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three endeavor stents were implanted into the rca vessel. Approximately 68 months post index procedure the patient died